Event description:
Terrible unsafe malem bedwetting alarm is a children's alarm that is supposed to be used at night if your child is peeing in the bed. The alarm unit that is to be put on the t-shirt got so hot that it made my poor child get badly hurt. I will never buy any product made by this low-class company and I hope FDA takes action against it.